Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed system error and alarming. A log review discovered there were 2 system failures with shut downs on the same day due to prolonged inflation. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and verified 2 system failures with shut downs on the same day due to prolonged inflation. When the fse started the leak test, the pulse of air that starts the test shot blood out from the catheter port. The fse determined that the blood back caused the prolonged inflation. To fix the issue, the fse replaced the pneumatic module assembly (0997-00-1178), backplane cable assembly (0012-00-1640), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).